Manufacturer narrative:
Additional investigation results are pending.

Event description:
On (B)(6) 2019, a user facility in (B)(6) reported that a patient experienced erythema and burns of the face after receiving a thermage treatment. The treatment tip had 1100 reps on it. It was noted that the patient's treated skin turned white, and the procedure went on. It was stopped after 1200 reps when the tip was inspected and found to be broken. It is unknown whether the tip of the device was inspected prior to the procedure. The patient had a large scale scab and slight erythema on the face. Follow up information was received from the doctor's office on (B)(6) 2019 when it was reported that the physician confirmed that the patient's facial injury had turned into scars which "are recovered". It is unknown is there was any secondary intervention. The reporter declined to provide other information including medical records, patient's contact information or the doctor's contact information. Additional information regarding patient status has been requested.

Manufacturer narrative:
Additional information was added to sections h3 and h5 reflect that the product was not returned for evaluation, and the device date of manufacture was added to device codes were updated to reflect new information. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The adverse event had caused a scab in a large scale in the face, and slight erythema in the face. The reporter of the event chose not to provide the relevant doctor''s contact information, or the patient''s details. It is unknown what the highest energy level used was. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and erythema are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. It is unknown if any system errors or anything out of the ordinary occurred during treatment. Based on the available information, no causal factors can be determined, and no conclusion could be drawn for this event. It was reported patient¿s scars have resolved. Should the product be received, the investigation will be reopened. The investigation is considered complete at this time.